Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer observed the instruments were not engaging on arm 1. The customer called from outside the operating room to inform the technical support engineer (tse) of the issue. The customer stated that when they tried installing the instrument on the arm it was being pushed back/drifting. The customer mentioned that they swapped the drape out prior to calling in and the issue remained. The customer made the decision to undock arm 1 and switch to another arm and continued with the case using only a 3 arm system. The tse did not find any related errors in the logs. The procedure was completed with no reported injury. On 03/21/2022, isi contacted the initial reporter and obtained the following additional information about the complaint: it was confirmed that anesthesia had been administered to the patient and ports were placed at the time that the issue occurred. The customer confirmed the reported issue did not occur during initial system startup and was during the procedure. It was confirmed that the surgeon had already switched out arms and were not used for the rest of the procedure not while undocking. The customer used arm 4 instead of arm 1. The system functionality was checked upon powering on the system. The system powered on without any errors. It was mentioned that the arm had been drifting during set up for a week and did not want to re engage as the tech mentioned it was not behaving normally and when inserting instrument they would back out. There was a previous incident where the surgeon was not able to make the arm move in certain orientations. The drapes were checked and the arm and the instrument were re-docked however the issue was not resolved. There was no interference however the surgeon stated it felt like interference as the arm could not be moved in certain orientations. The arm was inspected and there was no visible interference and no visible reason for the arm to not move in the direction the surgeon needed it to.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) was able to duplicate the issue with arm 1 when the instrument clutch was engaged the arm drifted. No friction was found on the universal surgical manipulator (usm) when the clutch was engaged, the fse replaced the usm and programmed it ready for use after verifying there was no drifting. The fse performed electrical safety run and test drove the system. The system was tested and verified as ready for use. The usm was received and an evaluation was performed by failure analysis. The reported failure was confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered 23008 errors on yaw. The unit failed on a patient side cart fixture test platform (pftp) as it failed the sensors check test on yaw. The unit also failed sine cycle test with error 23008 on yaw. The yaw search light printed circuit assembly (pca) was swapped out with a new one and the error no longer occurred. The original yaw pca was reinstalled and the errors returned. The unit was tested with a new yaw pca and went through more testing on a pftp and passed direction test, lissajous, cva characterization, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The yaw search light pca and ffc will be replaced as a fix to the reported problem. The root cause of the reported issue was attributed to a component failure. This complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.